Event description:
Update: this report is 4 of 6 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the complaint condition that the drill bit did not cut or broke during use, cannot be confirmed according to the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a review of the device history record device history lot sterile part: 03.503.476s, lot: 5l61794, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 06.aug.2019, expiry date: 01.jul.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: 03.503.476, lot: u341904, manufacturing site: synthes USA hq, inc. A DHR file could not be reviewed as it has not yet been scanned into tungsten as of 09 dec 2019, but jde confirmed that the lot was released for sale 02 jul 2019. If a DHR file becomes available in the future, the review (of the DHR) will be revisited. A search in mdd non-conformance module confirmed that no non-conformance occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in the (B)(4) as follows: it was reported that, on (B)(6) 2019, during an unknown procedure there was an issue with the trans-buccal drill bits. None would cut and one broke, tips blackened. No fragments were left in the patient. A standard intra-oral drill bit was used as a replacement. This complaint involves four (4) devices. This report is for one (1) matrixmandible 1.5mm drill bit j-latch for 03.503.045/.047. This is report 3 of 4 for (B)(4).